Manufacturer narrative:
Platen was replaced and pump was calibrated to resolve the issue.

Event description:
Investigation found that pump failed over infused >5 percent and impact bent platen causing pump to fail 40 psi test.